Event description:
Caller reported a malfunction on pump, which followed an x-ray procedure conducted eight days prior with pump on. Malfunction did not cause blood glucose level to exceed 500 mg/dl, indicating no adverse impact to customer¿s blood glucose level. Customer received assistance from technical support to reset pump, leading to resolution without recurrence of malfunction code; caller was advised to contact support again if issue reoccurs.